Manufacturer narrative:
The investigation was completed. Clinical details report that the patient experienced pain in the impella access site leg during a pci procedure. Post-procedure, contrast injection showed limited flow down the limb, so impella was removed. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Pain: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided.

Event description:
The complainant indicated that a patient identified as high-risk for percutaneous coronary intervention had an impella cp device implanted for mechanical circulatory support. Access to the left ventricle was secured, and the pump was positioned within the ventricle. Optimal positioning was achieved, and the patient remained in auto mode at p9 for the duration of the procedure, with flow rates around 3.8 liters per minute (lpm). The left anterior descending artery (lad) and left main (lm) artery were treated using shockwave therapy and two stents. During the shockwave treatment of the proximal lad, the placement signal was lost. However, both flow rates and motor current remained stable. Throughout the procedure, the patient began to express discomfort due to pain in the left leg. Pulses were still detectable but weak, and both legs exhibited reduced temperature. After completing the stenting of the lad and lm, contrast was injected through the side arm of the peel-away sheath, which indicated limited to no flow in the leg. In light of the patient's discomfort and concerns regarding ischemia, the impella device was gradually weaned and ultimately removed. The right coronary artery exhibited significant stenosis; nevertheless, the physician deemed it essential to remove the device to restore flow to the leg and to plan for stenting of the right coronary artery at a subsequent date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: ¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.